Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. The insulin pump had high idle current due to faulty lcd driver.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and chipped and the reservoir cannot stay in place. Customer's blood glucose was 329 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.